Manufacturer narrative:
This report is filed on october 10, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due incorrect positioning of the electrode array into the semi-circular canal. The patient was re-implanted with a new device during the same surgery.